Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included obesity. Concomitant products included paracetamol (pain relief) for dyspareunia, migraine and headache as well as atropine sulfate (atropine eye ointment). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines / migraines"), alopecia ("hair loss / hair loss"), rash ("rashes / rashes or skin conditions type: rash on thighs"), headache ("headaches / headaches"), fatigue ("fatigue / fatigue"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection describe: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and weight increased ("weight gain"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), menstrual disorder ("abnormal menses"), dysgeusia ("metallic taste in mouth"), pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with antibiotics, surgery (underwent hysterectomy (partial) with removal of the essure device, salpingectomy, oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, menstrual disorder, migraine, alopecia, dysgeusia, rash, pruritus, headache, fatigue, weight fluctuation, dyspareunia, hot flush, female sexual dysfunction, vaginal infection, nausea, vaginal discharge, vision blurred and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on 10-aug-2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- migration of essure device location of device: uterus, hormonal changes describe: hot flashes, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), infection describe: vaginal, nausea, vaginal discharge, vision/eye problems type: blurred vision, weight gain. Concomitant disease, lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included obesity. Concomitant products included paracetamol (pain relief) for dyspareunia, migraine and headache as well as atropine sulfate (atropine eye ointment). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines / migraines"), alopecia ("hair loss / hair loss"), rash ("rashes / rashes or skin conditions type: rash on thighs"), headache ("headaches / headaches"), fatigue ("fatigue / fatigue"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection describe: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and weight increased ("weight gain"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping"), menstrual disorder ("abnormal menses"), dysgeusia ("metallic taste in mouth"), pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with antibiotics, surgery (underwent hysterectomy (partial) with removal of the essure device, salpingectomy, oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, menstrual disorder, migraine, alopecia, dysgeusia, rash, pruritus, headache, fatigue, weight fluctuation, dyspareunia, hot flush, female sexual dysfunction, vaginal infection, nausea, vaginal discharge, vision blurred and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on 10-aug-2009: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure device'), device expulsion ('migration of essure device location of device: uterus / migration / perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included obesity. Concomitant products included paracetamol (pain relief) for dyspareunia, migraine and headache as well as atropine sulfate (atropine eye ointment). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines / migraines"), alopecia ("hair loss / hair loss"), rash ("rashes / rashes or skin conditions type: rash on thighs"), headache ("headaches / headaches"), fatigue ("fatigue / fatigue"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection describe: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), menstrual disorder ("abnormal menses"), dysgeusia ("metallic taste in mouth"), pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with antibiotics and surgery (ablation and underwent hysterectomy (partial) with removal of the essure device, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, menstrual disorder, migraine, alopecia, dysgeusia, rash, pruritus, headache, fatigue, weight fluctuation, dyspareunia, hot flush, female sexual dysfunction, vaginal infection, nausea, vaginal discharge, vision blurred and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event "fragments of essure device" was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure device'), device expulsion ('migration of essure device location of device: uterus / migration / perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('prolonged menses / abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included obesity. Concomitant products included paracetamol (pain relief) for dyspareunia, migraine and headache as well as atropine sulfate (atropine eye ointment). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), migraine ("migraines / migraines"), alopecia ("hair loss / hair loss"), rash ("rashes / rashes or skin conditions type: rash on thighs"), headache ("headaches / headaches"), fatigue ("fatigue / fatigue"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection describe: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), menstrual disorder ("abnormal menses"), dysgeusia ("metallic taste in mouth"), pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with antibiotics and surgery (ablation and underwent hysterectomy (partial) with removal of the essure device, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, menstrual disorder, migraine, alopecia, dysgeusia, rash, pruritus, headache, fatigue, weight fluctuation, dyspareunia, hot flush, female sexual dysfunction, vaginal infection, nausea, vaginal discharge, vision blurred and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Lot number: 627454, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping"), dysmenorrhoea ("severe menstruation pain"), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), headache ("headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (plaintiff underwent partial hysterectomy with removal of the essure device.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain, migraine, alopecia, dysgeusia, rash, pruritus, headache, fatigue, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.